Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated procedure, the right atrial lead exhibited low impedance. The lead was capped and replaced. The patient was fine post operation and would continue to be monitored normally.